Event description:
The patient was undergoing a right total glandular mastectomy and reconstruction, with removal of the right saline breast implant and insertion of right silicone breast implant. During the same surgery session, the patient underwent removal of her deflated left saline breast implant, with implant of a new left silicone breast.